Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The pump was tested three times for volumetric accuracy with a rate of 60ml/hr and 60ml (piggyback) for 1 hour: 1st test: 59.1ml or 98% of expected volume for 1 hour, 2nd test: 59.0ml or 98% of expected volume for 1 hour, 3rd test: 59.1ml or 98% of expected volume for 1 hour. The pump performed within specification. The grinding noise was attributed to a worn door. The door drive #34521429 and drive lock #34521496 were replaced. In a follow up call to the facility, the reporter stated that he could not provide any additional information about the event but he did confirm that there was no injury to the patient. The pump's operational log was reviewed. Since the occurrence day was not known, the log was reviewed for the last day of infusion activity prior to the day the customer initiated the complaint.